Event description:
Pt reported obtaining back-to-back blood glucose results of 58 mg/dl and 142 mg/dl, while using the suspect device. Pt indicated that therapy was not modified based on these results. No pt injury was reported and no treatment was received. While on the line with technical support, quality control testing was performed on the suspect device. The level one control tested within the acceptable range; the level two control solution tested outside of the acceptable range. Technical support requested the return of the suspect product and replacement product was shipped.